Event description:
Pt presented with non-functional and leaking groshong catheter. A leak was demonstrated in the infraclavicular area. The proximal catheter also looked plugged. Operative findings showed a tiny crack in the wall of the groshong catheter at the 20cm mark.